Event description:
Image review: procedural images show multiple angiographic images of the coronary arteries including the rca and the svg to the lcx. Images confirm the presence of a lesion in the proximal rca. The vessel is upward pointing; the lesion is very close to the ostium. The movement of the guide catheter was not captured on the images provided. The presence of a dislodged stent that has been partially expanded on the proximal and distal ends is confirmed. The stent has migrated to the femoral artery. The stent was subsequently successfully deployed across the proximal rca lesion with a good outcome.

Event description:
The physician was attempting to implant an integrity bare metal stent in the rca. The physician cannulated down the lesion, started to inflate the stent and the non-medtronic guide swung out of the rca. The balloon was partially inflated, not fully expanding the stent. An attempt was made to remove the stent; however, the stent dislodged in the femoral artery. It was decided not to remove the stent and remains in the patient.

Manufacturer narrative:
Evaluation results: stent dislodgement. The guide catheter swung out from the rca during deployment. Balloon was partially inflated, stent was partially expanded. Attempted removal resulted in the stent dislodging in the femoral artery. Device or procedural images not provided for review. (B)(4).

Event description:
Evaluation summary: the stent delivery catheter without the stent was returned for evaluation. The distal tip was flared, indicating that it may have been stubbed during advancement. Crimp impressions were evident along the balloon indicating stent was crimped onto balloon.